Event description:
The customer reported via phone call that the customer received the motor error alarm on the insulin pump while priming. The customer explained that they had just changed the infusion set and was filling the tubing when the alarm occurred. The customer's blood glucose was 310 mg/dl. The customer treated their blood glucose was a bolus. The customer was unaware of any significant events leading to the alarm. While troubleshooting, the customer was able to complete the rewind sequence. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that a replacement insulin pump would be sent. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a faulty force sensor resistor. The customer's insulin pump passed the displacement test and rewind test. The customer's insulin pump was received with a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip and scratches on the reservoir tube window and cracked battery tube threads.